Event description:
User facility reported 2 unsuccessful cavity integrity assessment (cia) tests during an attempted novasure procedure. The procedure was aborted and a hysteroscopy done. A posterior uterine perforation was confirmed. A laparoscopy followed "to repair the perforation". During follow-up in 2009, the perforation was reported to be 0.5cm in size and was treated with "diathermy" (cautery). A hysteroscopy, a "very difficult dilation" and sounding (sound not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.